Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was scheduled for lead revision due to high capture thresholds. Lead dislodgement was noted. Lead repositioning was unsuccessful because screw would not retract for repositioning. Lead was explanted and replaced successfully without adverse consequence to the patient. Patient's condition was good post-procedure and was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.